Event description:
Additional information received notes programming changes were performed to resolve the issue.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not unknown.